Event description:
The complainant reports water could not get out of the balloon when removing the (foley) catheter. It is also reported there were several attempts to deflate the retention balloon which ended with breaking around the balloon. It is further reported an extra procedure was done which verified 'no part' of the balloon remained in the patient's bladder.

Manufacturer narrative:
No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on may 22, 2015 to clarify complaint details. The customer had complained about the same issue before - unable to deflate the balloon of the catheter but this time involved with different lot and size. The (additional manufacturer narrative) which was not documented in the consumer initial MDR that was submitted on may 21, 2015. The error was found on may 26, 2015. A quality complaint investigation was performed on may 20, 2015. No sample was received from the customer. Only the product lot# 409959r001 and cat#mm51121610 was available to assist in record review. Reviewing of the assembly work order does not reveal any signs of non- deflation during the inspection. Reviewing on the in process functional test report for dip codes((B)(6) 2014)does not reveal any sign of such defect detected during the drainage test. The samples taken from this manufacturing lot met specification when subjected for the functional test in accordance to the test method. Reviewing of the risk assessment file does cover potential cause and it's controlled. An actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Based on the record review there are no significant abnormalities. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 17, 2015.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There wewre no reports of the patient being harmed as a rewsault of this malfunction. Additional event information requested. Should additonal information become available, a follow-up will be submitted.